Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not receive any pulse alarms from the spo2 when connected to the mx40 with spo2 only. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
There was no product malfunction, as the source of the alarms (mx40) does not have the function of pulse alarms in the current software revision.